Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open low anterior resection procedure, the surgeon was using the contour device low in the pelvis and could not see well. When he fired the device, it cut the tissue, but no staples deployed. The surgeon hand sutured the tissue. Additionally, after the circular stapler was fired, the surgeon went to inspect the tissue donuts, but they were stuck in the device and could not be removed. The donuts were thought to be complete, but it was unknown if a leak test was performed. There were no patient consequences reported.